Event description:
Customer states pt tested 4.1 inr on the coaguchek xs system and 2.79 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.